Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose was 200 mg/dl and the sensor glucose was 80mg/dl and the other blood glucose level was 137mg/dl. Insulin delivery was suspended due to sensor values. Customer also stated that the blood glucose verses sensor glucose was about 100 points difference. Customer stated that the difference was occurring with the current sensor. The device will not be returned for analysis.